Event description:
It was reported that when an asymptomatic patient presented for a routine device check, a high, out of range high voltage lead impedance was observed. Upon further review, svc coil vectors displayed no measurements. It was suspected that the svc pin may not have been inserted correctly or the set screw could be loose. Programming changes and x-ray evaluation were recommended. It is not known if any intervention will be made due to patients health condition. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.